Event description:
Boston scientific (formerly guidant) received information from the patient's spouse that post-implant of this ancure endograft, the patient has had difficulty with his knees.

Manufacturer narrative:
An attempt to obtain additional information and clarification regarding the clinical observation mentioned was unsuccessful. This investigation will be updated should further information be provided.